Event description:
It was initially reported that the patient experienced a loss of therapeutic effect following cardiac ablation. Additional information was received from the patient two weeks later indicating she did not have concerns regarding her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog. Product type: programmer, physician: product ID 3093-28, lot# v508214, implanted: (B)(6) 2010. Product type: lead. (B)(4).